Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. A 2.50 x 48mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. However, after removal, it was noticed that the stent strut was lifted. The procedure was completed with a different device. There were no patient complications reported.